Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-1951. It was reported the pt was not receiving effective stimulation and was experiencing pain at her ipg site. The pt underwent revision surgery where her ipg and lead were replaced with new ones. Post-operatively the pain issue was resolved and the pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.